Event description:
The clinician reported that the device was returned from being serviced and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each patient received a shock. Patient 1 of 7.

Event description:
The clinician reported that the device was returned from being serviced, and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each received a shock. Patient 6 of 7.

Event description:
The clinician reported that the device was returned from being serviced, and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each received a shock. Patient 7 of 7.

Event description:
The clinician reported that the device was returned from being serviced, and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each received a shock. Patient 5 of 7.

Event description:
The clinician reported that the device was returned from being serviced and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each received a shock. Patient 2 of 7.

Event description:
The clinician reported that the device was returned from being serviced, and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each received a shock. Patient 4 of 7.

Event description:
The clinician reported that the device was returned from being serviced, and now the ultrasound feature is shocking patients. The clinician tried the device on several patients and each received a shock. Patient 3 of 7.

Manufacturer narrative:
Conclusions: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3&4), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The unit meets all manufactures specs.